Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6). Phone was provided as (B)(6).

Event description:
The customer received questionable elecsys (B)(6) assay results for one patient sample. The result from cobas 8000 e 602 module serial number (B)(4) was < 0.15 u/ml ((B)(6)). The result in another laboratory also using a cobas 8000 e 602 module was < 0.15 u/ml ((B)(6)). The serial number of this analyzer was requested, but could not be provided. At an external laboratory, the (B)(6) (abbott) result was 34.1 au/ml (cut off < 6 au/ml). At another laboratory, the (B)(6) (enzygnost) eia result was 623 mpeiu/ml (cut off < 200 mpeiu/ml). The result from the cobas 8000 e 602 modules was reported outside the laboratory. The physician was confused about the different results. There was no allegation of an adverse event. The calibration results were within the expected ranges. The customer was using incorrect target values for the control material. Sample from the patient was submitted for investigation.

Manufacturer narrative:
Testing of the provided patient sample reproduced the customer¿s (B)(6) result. The elecsys (B)(6) result was > 0.0 u/ml ((B)(6)) and elecsys (B)(6) result was > 0.215 coi ((B)(6)). Further testing confirmed the elecsys (B)(6) results were all correct as (B)(6). The recomline blot for (B)(6) results were both (B)(6). There was no failure or problem with the reagent detected.